Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On january 27, 2010, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch meter (unspecified type and serial number) had a power issue (unit does not turn on). This complaint is classified according to the documentation of the customer care advocate. The pt manages her diabetes with oral medication. The power issue began on (B) (6) 2010. The pt did not test on any other devices after the product issue began. On (B) (6) 2010, the pt developed symptoms described as "craving sugar, bathroom a lot, and drinking a lot." On (B) (6) 2010, the pt went for a doctor's office visit where she was tested at "179 mg/dl" on a doctor's meter while she was in a fasting state. The pt's doctor treated the pt with oral medication. This complaint is being reported because the pt claimed she developed symptoms that can be associated with hyperglycemia after the product issue began. Replacement products were sent to the pt.